Event description:
Boston scientific received information that this device battery status has been indicating conflicting battery life remaining measurements. Several days ago the battery remaining stated 7 years, a few days later it stated 6.5 years remaining and today it states 5.5 years remaining. No information is available to confirm or deny if any programming changes were made. Boston scientific technical services (ts) requested that a memory download be completed and sent in for review. The memory download diagnostics revealed an increase in average device operating power beginning (B)(6) 2010. Nominal estimates for operating power levels are 57uw. Prior to the 16th average daily power levels appear stable at 53uw. Recent daily power averages fluctuate above 70uw. The provided data contains no apparent reason for the increase in operating power levels. Lead impedance measures appear stable. No faults have been recorded. Although the cause of the reduced projection is not immediately known, it may be due external factors such as changed patient therapy needs or increased programmer interactions with the device. Since the current battery status is beginning of life (bol) and has much capacity remaining, it is recommended that the condition be monitored and that subsequent memory downloads be submitted if any significant change occurs and/or a few weeks after radiation treatments are complete. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.